Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. Results (B)(4): the actual concerned mesh shows the nonabsorbable, macroporous polypropylene mesh with separated parts of absorbable components. The implant shows several holes (fraying mesh filaments) and partly fraying edges. Furthermore, the mesh without stay suture fixation shows 7 fixed absorbatacks. Conclusion (B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 04/27/2011. (B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an incisional hernia repair on an unknown date and mesh was implanted. The patient became sick after surgery and was prescribed antibiotics for 6 weeks. After the completion of the course of antibiotics, the mesh was removed on (B)(6) 2011 and the physician reported that there was a thick scar plate around the mesh.